Event description:
Additional information was received from a consumer (con). It was reported that the cause of the sudden fecal accident was not determined. To resolve the sudden accident, they increased the numbers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's friend reported that patient had fecal accident last thursday on (B)(6) 2017. Caller stated that it only happened this one time. Caller had increased stimulation and was just wondering if that was what they should do. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.